Event description:
It was reported that during a gastrostomy the steel plate on anvil half of the ntlc55 was peeled of after single firing. The procedure was continued using a spare ntlc.

Manufacturer narrative:
(B)(4) date sent 2/18/2025 d4 batch #170c44. Investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the ntlc55 device was returned with the saddle pin and the staple height selector loose, both bearings detached from the saddle pin and not returned and with no reload present. In addition, the anvil was detached, not returned for analysis and upon visual inspection, the anvil posts appears to be damaged as if the anvil was pulled out off the device. No functional test was performed due to the condition of the device. The condition of the saddle pin is consistent with poor riveting, causing the saddle pin and the staple height selector to be loose and the bearings to come off. The damage observed is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 170c44, and no non-conformances were identified. No lot or batch number was provided therefore a device history could not be done.